Event description:
This is filed to report a leak. It was reported that during preparation for a mitraclip procedure, the hemostatic valve on the steerable guide catheter (sgc) was observed to be leaking. Once inverted into a bowl of saline, the sgc lost fluid column. The sgc was re-prepared again, but the same issue occurred. A replacement device was then used to complete the procedure. The device never entered the patient anatomy and there was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.